Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of novum iq large volume pumps had multiple issues. The pumps had false air in line alarms, downstream occlusion alarms, and upstream occlusion alarms. The pumps didn¿t alarm for air. The screen was blank. The pumps overinfused potassium. The pumps couldn¿t adjust priming volume. The chemo finished too early. The pumps required too many buttons pushes. The tubing was getting kinked. This was observed during multiple steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.